Event description:
The patient reported elevated blood glucose readings of 300 mg/dl and 400 mg/dl with her normal range being 130-160 mg/dl. She stated she did not have any symptoms and she corrected her readings by changing her insulin infusion set and giving herself a 20 unit injection of insulin. She stated that when she removed her infusion headset, she discovered the cannula was bent in an "l" shape. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.